Manufacturer narrative:
(B)(4). The insulin pump had unresponsive buttons due to flattened (no creased) ok button dome switch. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion tests and self-tests or verify no delivery alarm due to the keypad anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.